Manufacturer narrative:
Device evaluated by MFR: a synergy ii us mr 4.00 x 28mm stent delivery system (sds) was returned for analysis. The stent was returned detached from the sds and severely damaged. The manufacturing crimp data for this device was reviewed and no anomalies were highlighted. The maximum crimped stent profile is within max crimped stent profile measurement. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp markings evident on the entire length of the balloon wall indicating overall crimp contact between the balloon and the crimped stent at the time of manufacture. A visual and tactile examination of the device found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found a midshaft kink at approximately 30mm distal from the hypotube/midshaft bond. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. The specified inside diameter of the returned stent protector is within specification. Based on the specified inside diameter of the stent protector and the maximum stent profile, there are no issues to note with the interaction between the two components provided the stent protector was removed correctly. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 28 synergy ii drug-eluting stent was selected to treat the lesion. However, during preparation, it was noted that the stent came off the delivery system. The device was not used and the procedure was completed with another synergy stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 28 synergy ii drug-eluting stent was selected to treat the lesion. However during preparation, it was noted that the stent came off the delivery system. The device was not used and the procedure was completed with another synergy stent. No patient complications were reported.